Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that the distal sheath of the delivery system was entrapped or bent in the moderately calcified anatomy such that the ratchet was unable to properly/fully deploy the stent resulting in the reported activation/deployment failure; however as the device was not returned for analysis this cannot be confirmed. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure performed was to treat a moderately calcified, right superficial femoral artery. A 5.0x80mm supera peripheral self-expanding stent system (sess) was advanced over an unspecified 0.014" guide wire. The stent was deployed; however, during removal of the sess, the stent did not release and was pulled back into the 6f sheath. The required size of a stent was not available so two supera stents were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.